Manufacturer narrative:
Unit received with physical damage and dog chew marks on top and bottom of casing. Unable to perform functional test due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with physical damage and dog chew marks on top and bottom of casing. Unable to perform functional test due to physical damage. Unable to confirm allegation of high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, sensor updating/sg not available, and lost sensor alarm, the customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-342, mmt-441a, mmt-7040a, mmt-1884, and mmt-7841zn. The troubleshooting was performed, and the customer reported a loss of communication between the transmitter and the pump. Had customer remove transmitter from sensor and reconnect. The transmitter blinks when attached to the sensor and begins communicating when connected back to sensor. It was unknown if the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. Customer reports receiving a sensor updating/sg value not available alert. Advised to replace sensor as behavior has been occurring longer than 3 hours. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-441a. No product return is required for mmt-7040a. No product return is required for mmt-1884. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-7841zn was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.